Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A2 patient is in his 50¿s.

Event description:
It was reported the patient¿s rib split during implantation of rib fixation plate and screws. The existing plate was replaced with a longer plate. A suture was wrapped around the middle of the rib split and the plate for added stabilization. No revision surgery is planned at this time. No additional patient consequences have been reported.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00395. Medical products ribfix blu system 12 hole pre-bent plate, part# 76-2602, lot# ni. Ribfix blu system screw, self-drilling, cancellous x-drive locking 2.4 x 12mm, part# 76-2412, lot# ni. Fiberwire, part# ni, lot# ni, manufactured by arthrex.

Event description:
It was reported the patient¿s rib split during implantation of rib fixation plate and screws. The plate and screws were left in place and the rib was stabilized with fiberwire. No revision surgery is planned at this time. No additional patient consequences have been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.